Manufacturer narrative:
Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. The patient was admitted to hospital with appendicitis without respiratory symptoms the patient was tested with ID now covid-19 test as a pre-operative requirement. The ID now covid-19 results were positive. Confirmation testing with genexpert generated negative results. Additional information has been requested but has not been provided.